Manufacturer narrative:
Reported event was unable to be confirmed as the item and lot number are unknown. Device history records were not reviewed as the item and lot number of the device is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's left hip arthroplasty was revised three weeks post implantation due to infection. The liner and head were exchanged.